Event description:
Additional information was received stating that the infection had resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the ipg and anchor site. During procedure upon opening, it was found there was active infection at both ipg and lead site. As such the entire system was explanted. Patient was treated with antibiotics.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.